Event description:
It was reported that during a craniotomy surgery an attachment device was "not working". The planned surgical procedure was completed successfully without delay as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown but the reporter clarified that the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed functional testing as it would not lock onto a motor device properly. Therefore, the reported condition was confirmed. Evidence suggests this was due to usage/wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).